Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 76% stenosed, 11mm to 12mm in length, 2.75mm in diameter, eccentric and the de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.5 vl mach1 guide catheter was engaged in the lad and a .014 guide wire was advanced to the lesion. Predilation was performed with a 2.75/15 maverick balloon catheter, then a 16x2.75 omega¿ stent was selected and advanced; however, the device was unable to cross the lesion. When the device was removed, it was noted that the metal stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).